Manufacturer narrative:
The reported complaint is not verifiable. Per the manufacturer's subsidiary, the user recalibrated the unit and the issue was resolved. Multiple diligence attempts for part return were unsuccessful so no evaluation will be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device, the ph and partial pressure of carbon dioxide (pc02) are fluctuating until the in-vivo recalibrations have been performed. No other details regarding the nature of this event were provided.